Event description:
It was reported that during the implant procedure that the device experienced no telemetry when it was in the patient. It did have telemetry when outside of the patient. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection showed damage to the grommet.